Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon eval, the c9 capacitor component was shorted on the monitor's ca board. The cause of the inability to power on is the damage to the c9 capacitor component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the damaged capacitor.

Event description:
A zoll dist returned monitor sn (B)(4) indicating that it would not power on.